Event description:
The following event was received from bfarm (case (B)(4)) from a user report. On (B)(6) 2008, a 23 mm trifecta valve was implanted. In (B)(6) 2017, the patient developed a pulmonary embolism. In (B)(6) 2017 the patient developed macrohematoma. On (B)(6) 2017, the patient died due to possible left heart decompensation with aortic stenosis (iii°), possible bleeding/embolism incident. Additional information has been requested. Patient weight is protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(6)).

Event description:
The following event was initially received from bfarm (case (B)(4)) from a user report. On (b)(46 2008, an aortic valve replacement by xenograft was performed and a 23 mm trifecta valve was implanted for severe aortic stenosis. A tricuspid aortic valve was seen and was significantly calcified. The calcifications reached to the septum and spread towards the mitral valve. The aortic valve was severely stenosed. Excision of the valve was performed and the calcifications were completely removed. The patient¿s circulatory parameters were stable when transferred to the surgical ICU. The 6-month follow-up echo performed on (B)(6) 2009 indicated the patient had good left ventricular function and regular echo findings post-avr. The 1-year follow-up echo performed on (B)(6) 2009 indicated similar findings. The echo performed on (B)(6) 2015 detected aortic stenosis (grade ii-iii) but no additional intervention was required. Regular follow-up visits were done every 6 months. A follow-up echocardiography on (B)(6) 2017 noted progression of the known prosthetic dysfunction resulting in a higher-grade stenosis and moderate insufficiency, good lv function. The (B)(6) 2015 and (B)(6) 2016 echocardiograms indicated similar findings. A (B)(6) 2016 echo indicated a higher-grade stenosis. Against this background, inpatient admission was planned for (B)(6) 2017 to evaluate the option of a (valve-in-valve) tavi procedure. The patient did not want to stay. On (B)(6) 2017, emergency admission of the patient to an external clinic due to gross hematuria. Per report, on (B)(6) 2017, the patient died at home. According to the information on the death certificate, the patient had a pulmonary embolism in (B)(6) 2017 and gross hematuria in (B)(6) 2017. The cause of death taken into consideration may have been decompensated left heart failure due to a grade 3 aortic valve stenosis and a potential bleeding/embolism event. No additional information is available. Patient weight is protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(4)).

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following event was received from (B)(6) from a user report. On (B)(6) 2008, a 23 mm trifecta valve was implanted for severe aortic stenosis. Follow-up echocardiography on (B)(6) 2017 noted progression of the known prosthetic dysfunction resulting in a higher-grade stenosis and moderate insufficiency, good lv function. Against this background, inpatient admission was planned for (B)(6) 2017 to evaluate the option of a (valve-in-valve) tavi procedure. The patient did not want to stay. On (B)(6) 2017, emergency admission of the patient to an external clinic due to gross hematuria. On (B)(6) 2017, the patient died at home. According to the information on the death certificate, the patient had a pulmonary embolism in (B)(6) 2017 and gross hematuria in (B)(6) 2017. The cause of death taken into consideration may have been decompensated left heart failure due to a grade 3 aortic valve stenosis and a potential bleeding/embolism event. No additional information is available. Patient weight is protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(6)).